Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee on april 2019. Deviations during assembly did not occur. The product was finally tested as article fx441t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: deposits in the reservoir and catheter. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. Computer control test: progav 2.0: additional testing did not significantly change the results. According to our results, we can confirm the presence of an accelerated outflow. Shuntassistant: this is not within the specified tolerance of 20 cmh2o - 2/+4 cmh2o. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav® 2.0 both valves was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, significant deposits were found in progav® 2.0 shuntsystem. Results: based on our investigation results, we can identify an accelerated outflow in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
T was reported that a progav 2.0 (part # fx441t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be operated in overdrainage and blockage. The patient underwent a revision procedure on august, 23, 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 90 centimeters (cm). Weight: (B)(6). Gender: male.